Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd cornwall¿ disposable syringe filling system with tubing set was found leaking at the vent port during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information was received for the date received by manufacturer. This field has been updated to reflect the corrected date of 03/22/2018.

Manufacturer narrative:
Investigation summary: the samples were visually inspected for any damage that they could have and no issues were found, then the samples were tested for leak, the spike was inserted into a saline water bottle to verify if there was a leakage into the spike, after several minutes it was noticed that a water drop was present in the spike, the leak is in the section of the spike vent union. The defect stated by the customer is confirmed. This is a subassembly that it is received from an external supplier and it is assembled with the syringe sub assembly. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7093584. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Sample was received from customer complaint, we could confirm the issue stated by the customer as a component/supplier issue.